Event description:
The contact stated the customer's meter was set in mmol/l. The incorrect units were discovered by the contact. He did not allege the customer experienced any adverse events. He was able to reset the meter to mg/dl, and no product will be returned for evaluation.